Manufacturer narrative:
(B)(4). Corrected data: describe event or problem: event date: (B)(6) 2017 and additional information. Corrected additional information: the indication for surgery were diverticulitis. The procedure was a laparoscopic sigma resection. The date of the initial surgery was (B)(6) 2017 and the reoperation occurred on (B)(6) 2017. The device was closed on tissue until the orange indicator was in the middle of the green scale. The customer waited the recommended 20 seconds then the device was slightly turned open again. There were no anomalies noticed during the firing of the device. The characteristic cracking noise was detected. Leakage test with air was ok. Six days after surgery the patient had a raised temperature and feces in drainage. A re-surgery was required and the patient received a temporary stoma. Patient is in a good clinical condition. No further information is available.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what were the indications for surgery? In the primary procedure, who fired the device and was is his/her experience? What was the condition of the target tissue? On the third day, how did patient present? How was it determined the ¿anastomosis got incomplete¿? Was a leak test performed? If so, what were the results? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Was the force to fire higher or lower than expected? What is the current patient status? Could you please clarify the date of the primary procedure? Response received: the indications for surgery were carcinoma. The procedure was an open sigma resection. The primary procedure was on (B)(6) 2017, the reoperation was (B)(6) 2017. The device was closed on tissue until the orange indicator was in the middle of the green scale. The customer waited the recommended 20 seconds then the device was slightly turned open again. There were no anomalies noticed during the firing of the device. The characteristic cracking noise was detected. During initial surgery the instrument performed normally. Staple formation appeared to be correct. Leakage test was ok. Three days after surgery the patient had a raised temperature and feces in drainage. A re-surgery was required and the patient received a temporary stoma. Patient is in a good clinical condition. No further information is available.

Event description:
It was reported that during a diverticulitis procedure, on the third day after surgery anastomosis got incomplete, reoperation, temporary anus praeter. During surgery, the instrument stapled well, and the anastomosis was tested and staples were correct. No further information is available. Another like device was used to complete the procedure. One device was discarded.